Event description:
Patient presented with chronic pain and hemarthrosis. Dr (B)(6) decided to operate and do a synovectomy and evaluate the components. Intraoperatively a decision was made to remove the femur, tibial insert and baseplate. The femur component markings were not visible but I believe it was a size 5 left femur. After removing the components dr (B)(6), identified a cyst or tumor on the posterior aspect of the knee. This was removed and sent to pathology for evaluation. A revision triathlon ts was reimplanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 5 left femoral component. The following other devices were also listed in this report: triathlon cr x3 tibial insert; cat# 5530-g-409; lot# mknkke. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# fsbt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.